Manufacturer narrative:
(B)(4). Physio-control was informed by the customer that the device will not be repaired. The device has been removed from service. The device has not been returned to physio-control for evaluation. The cause of the reported issue could not be determined.

Event description:
The customer reported that during preventative maintenance, their device was unable to complete an analysis cycle in AED mode. The device continuously states it is analyzing the patient¿s ECG rhythm but does not advance. In this state the device would unable to provide defibrillation therapy in AED mode, if necessary. There was no patient use associated with the reported event.